Manufacturer narrative:
Additional information was received that the reported issue was not a power failure, but a display failure. This is not a reportable malfunction.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The kit carrier board was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in failure of unit to power up. There was no patient involvement.